Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's insulin gauge was inaccurate and the pump experienced a charging issue. No reported adverse impact to the customer's blood glucose. Reportedly, the customer declined a follow up call from tandem technical support.